Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the uplink test are out of specification (electrical); rf (radio frequency) head cable found out of electrical specification. Electromagnetic field immunity test was found out of specification (electrical); lower case found out of electrical specification. Analysis also found the upper case was broken. Concomitant medical products: product ID: 2090w, programmer. (B)(4).